Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial lead. No intervention was performed. The patient was in stable condition and will continue to be monitored.